Manufacturer narrative:
H3 other text : not returned.

Event description:
The manufacturer became aware of an allegation of ds2adv auto CPAP from patient alleging sinus/throat/lung issues. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.